Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6) product type recharger product ID 97745bp lot# nlh071317n product type accessory product ID 97745 lot# serial# (B)(6) product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) this regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). . The reason for call was patient (pt) reported that ever since they had reprogramming done last tuesday, their controller doesn't always charge to 100% from the wall. Pt said sometimes the controller charges to 100% but other times the controller only charges to 60% or 40%. Pt said this when they charge the controller overnight. Pt also said that the controller is not lasting a full charging session with their implant. Patient services (pss) had pt reset their controller. Pt had assistance from their husband with this on the call. Pt's husband saw some corrosion on the controller contacts and battery pack contacts but was able to clean them off. Pt saw no visible damage to the controller port or ac power supply connector. The issue was not resolved. The patient was sent out a replacement battery pack. No symptoms were reported.  Additional information was received from a patient (pt) regarding an external device. Patient called stated they received the battery pack last week but they are still having trouble charging the ins. The ins takes a long time to charge and and will not go past 70% and the controller drains. Patient stated the paddle gets hot when recharging. Patient stated there is no visible damage to the recharger (rtm) but they have to stay still when recharging the ins because its sensitive. Controller shows recharging when plug into the outlet with green light flashing and ins 70% charged. The patient was sent out a replacement recharger (rtm). No symptoms were reported.